Manufacturer narrative:
Subject device not explanted. Unable to provide the manufacturer, PMA/510k number, and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be requested.

Manufacturer narrative:
This follow up #1 is associated with the following: MFR report #2520274-2011-00139 and MFR report #2520274-2011-00140, initial reports, see attached. Patient information provided: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
((B)(4) study) it was reported clinical (B)(4) study patient ID # (B)(6) started experiencing neck/arm pain 6 weeks to a year prior to surgery. On (B)(6) 2003 patient was implanted with unknown acdf device at level c6-c7. Etq complaint update associated with for netreg complaint files (B)(4), associated with MFR report #2520274-2011-00139 and MFR report #2520274-2011-00140, initial reports. Reason for netreg complaint files (B)(4): neck pain with an additional surgery at non-index level. New information received: height, bmi, additional imaging, additional medications and comorbidities. This part refers to the following adverse event: date reported: 21apr2011; event date: (B)(6) 2006: neck pain and arm pain. Patient under additional surgery, due to ongoing pain. Acdf performed at level above.

Event description:
Clinical study pt was randomized to acdf implantation level c6-7 on (B)(6) 2003 returned to a different surgeon complaining of neck pain. Pt underwent additional surgery on an unk date and another acdf was implanted at the level above c6-7. The hardware at level c6-7 was not removed. This is one of two reports for this event.